Manufacturer narrative:
An event of periaortic fluid collection and pseudoaneurysm arising from the mid ascending aorta was reported. A returned device assessment, to see if there was any damage or anomalies which could have contributed to or caused damage at the access site could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicates that the physician believed that a small tear must have developed at the site of the anastomosis. There were no device deficiencies reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_992 - valved grafts pas, patient site ID: (B)(6) . It was reported that on (B)(6) 2023, a 25mm sjm masters series valsalva aortic valved graft was implanted. No concomitant cardiac procedures were performed during the same surgery. There were no intraprocedural adverse events or device deficiencies. On(B)(6) 2023, patient had low hemoglobin and hematocrit levels. Patient was transfused 2 units of red blood cells to treat post-operative anemia. On (B)(6) 2023, the patient was discharged from the hospital. On (B)(6) 2023, the patient returned for follow up and computed tomography angiography (cta) of chest was performed. Chest cta revealed a periaortic fluid collection and pseudoaneurysm arising from the mid ascending aorta. The pseudoaneurysm was believed to have developed from a small tear at the site of the anastomosis. On (B)(6) 2023, a resection and repair was successfully performed for the ascending aortic aneurysm. There were no device deficiencies noted. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of periaortic fluid collection, pseudoaneurysm arising from the mid ascending aorta and pleural effusion was reported. A returned device assessment, to see if there was any damage or anomalies which could have contributed to or caused damage at the access site could not be performed as the device remains implanted and was not returned for analysis. There were no device deficiencies reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Clinical information: crd_992 - valved grafts pas, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that post-procedure the patient developed a pleural effusion. Periaortic fluid was discovered after the patient had a syncopal episode. The decision was made to perform a drainage of pleural effusion.